Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report a keypad anomaly. The customer's blood glucose level was unknown. The caller could not verify any further details about the insulin pump because the customer was not available. Nothing was replaced or returned.